Event description:
It was reported that the patients ipg was non-functional after receiving the eri message on the remote control. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.